Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to inpen was not recording the dose and has resulted to high blood glucose event and noticed a pairing issue between inpen application and inpen. The blood glucose value at the time of the event was unknown. The hyperglycemia was treated with insulin pen. The event involved product(s) mmt-8060 and mmt-105elblna. Troubleshooting was performed for inpen dose(s) were not transmitted to inpen application and issue was not resolved. Troubleshooting was not performed for high blood glucose event. No further patient complications were reported. Product mmt-105elblna was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Product return is not applicable for mmt-8060.